Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 41 mg/gl. Customer's other blood glucose value was 167 mg/dl. 165 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with food. Customer alleged that the insulin pump was over delivering insulin. Troubleshooting was performed for low blood glucose. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date in section . The correct aware date is (B)(4) 2019.